Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Catalog number, product name, etc: 320559. Lot no. (Serial number, etc.): unknown. Agency: xxx. Occurred on: (B)(6) 2024 hypodermic needle injury: no. Other handling: no. Returned product: none, 2 units, photo attached. Occurrence history: when injected, no liquid came out. The back needle was bent (photo attached). Report: not needed. Replacement product: needed. Batch #: unknown.